Event description:
The following information was reported to gore: on (B)(6) 2026, a patient underwent endovascular treatment for an impending rupture of a splenic artery pseudoaneurysm using gore® viabahn® endoprosthesis with heparin bioactive surface (vsx device). When a guiding sheath (7 fr parent sheath, 68 cm) was advanced, severe tortuosity was encountered, making delivery to the splenic artery aneurysm difficult. The guiding sheath could be advanced just beyond the tortuous segment. When deployment of the vsx device was attempted, resistance was felt, and the physician paused the deployment. Then the deployment line was pulled several times, but the stent graft could not be deployed. The vsx device was removed. Because there was a suspicion of impending rupture and to avoid prolonged manipulation, placement of a stent graft was abandoned. Coil embolization was performed instead, and the procedure was completed without issues. The physician stated that in order to perform partial deployment, further advancement of the guiding sheath was intended, but due to vascular tortuosity and calcification, it was not able to be advanced any further.

Manufacturer narrative:
Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.